Event description:
Arthroscopic rotator cuff repair being performed. Arthrex suture anchor inserted. When handle pulled out the suture came out as well but anchor remained in place. Bio-corkscrew ft, vented 5.5 x 14.7 mm.